Event description:
It was reported that the patient's implantable neurostimulator (ins) wasn't working. The patient last felt stimulation 3 months prior to the time it was reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial #(B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).